Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the igbt snubber board. The airmark is replacing the x-ray tube.

Event description:
The customer reported that the system did not display an image and the kvp and ma went tracked to its maximum.